Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, procedural factors (fair coaxial alignment of the delivery system and valve, fair image intensifier angle), in addition to patient factors (mild annular calcification, severe native leaflet calcification, and small annulus) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with nominal volume. A 23mm sapien xt valve was prepared with 1cc less volume (total volume 16cc). The valve was positioned and deployed at the intended 90:10 aortic/ventricular (a/v) position. The valve was inflated slowly for the first half of deployment and quickly for the second half. Following valve deployment, the patient¿s blood pressure returned to normal for approximately 60 seconds and then began to slowly decrease. Transesophageal echocardiogram (tee) confirmed a pericardial effusion, increasing in size. Protamine and blood products were immediately administered. A percutaneous pericardiocentesis was performed. The pericardial effusion stabilized after approximately 2 hours. The patient was transferred to ICU in stable condition, with 2 catheters in the pericardium set to gravity. Post operative day (pod) 1, the patient was doing well. She was extubated and the drainage catheters were removed. No pericardial window, sternotomy or open cardiac surgery was required. It was perceived that the size of the native annulus and the amount of calcification was too much for the valve. The image intensifier angle and coaxial alignment of the delivery system and initial valve were noted to be fair. The patient¿s native annulus area measured 300 to 340mm2. Mild annular calcification and severe native leaflet calcification were reported.

Event description:
During the transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with nominal volume. A 23mm sapien xt valve was prepared with 1cc less volume (total volume 16cc). The valve was positioned and deployed at the intended 90:10 aortic/ventricular (a/v) position. The valve was inflated slowly for the first half of deployment and quickly for the second half. Following valve deployment, the patient¿s blood pressure returned to normal for approximately 60 seconds and then began to slowly decrease. Transesophageal echocardiogram (tee) confirmed a pericardial effusion, increasing in size. Protamine and blood products were immediately administered. A percutaneous pericardiocentesis was performed. The pericardial effusion stabilized after approximately 2 hours. The patient was transferred to ICU in stable condition, with 2 catheters in the pericardium set to gravity. Post operative day (pod) 1, the patient was doing well. She was extubated and the drainage catheters were removed. No pericardial window, sternotomy or open cardiac surgery was required. The patient had severe native leaflet calcification with a valve area of 300mm2-340mm2. It was perceived that the native calcification and small annulus could not accommodate the 23mm valve. Additional information received indicated the patient expired 28 days post sapien xt valve implant. Medical record review indicated following the tavr procedure, while still in the or, the pericardial drain continued to drain blood at a modest rate. The drained blood was re-infused back into the patient. The patient remained in the or for a period of time while being closely monitored by the surgical team. The patient was transferred to ICU intubated with no inotropic support, in guarded condition. The rest of the patient¿s hospital course was complicated by respiratory distress, a calf dvt, and renal insufficiency. The patient¿s code status was changed to comfort care and she passed away pod28. The cause of death was reported as cardiac arrest. There was no allegation of device malfunction.

Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, patient factors (severe native leaflet calcification, and small annulus) likely contributed to the pericardial effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.